Event description:
The customer is requesting assistance in determining which alarms sounded during a cardiac arrest event. The pt expired.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in determining which alarms sounded during a cardiac arrest event. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.